Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h3. H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the tip of the matneu scr ø1.5 self-drill l4 tan 1u I/c was broken and deform. The fragments were not returned for evaluation. However, the fracture surface was thoroughly examined on the screw and no problems with the material were noted. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. Surgical technique se_835420 rev. Ab was reviewed and the following relevant statement was found at page 6: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon has to make the final decision on removal of the broken part based on associated risks in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. A dimensional inspection could not be not performed due to the damage. A functional test was unable to be performed due to the nature of its functionality. However, it is not unreasonable that the observed conditions during the visual inspection can be attributed to the device do not have a tight fit or advanced correctly with the mating device. The overall complaint was confirmed as the observed condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c was consistent with the reported condition. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an intervention, there were issues with the matrix screws. Seven reconstruction screws for the cranial flap did not "grip" in the bone. These screws are soft and were removed without being able to be used on the patient. Other screws (also present in the box) were used.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.